Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump made a high frequency noise. The customer also reported the insulin pump's display went blank shortly after. It was also found the insulin pump began to count up to 7 after the customer replaced the battery. The customer also reported experiencing high blood glucose. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.